Manufacturer narrative:
Product ID 3889-28 lot# v779354, implanted: 2011 (B)(6), product type lead product ID 3095-10 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3037,,serial# (B)(4), product type programmer, patient product ID 3889-28 lot# v779354, implanted: 2011 (B)(6), product type lead product ID 3095-10 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).

Event description:
It was reported the patient had a urostomy on 2013 (B)(6). The reporter stated, the patient believed stimulation was supposed to be off, but they still felt stimulation. It was noted the patient¿s healthcare professional (hcp) did not know why the implantable neurostimulator was abandoned and the urostomy done. It was further noted the hcp would be meeting with the patient the week following this report. Additional information was requested, but was not available as of the date of this report.